Event description:
It was reported that drill bit broke during surgery. The drill bit snapped as the surgeon was drilling for screw placement. X-ray confirmed it was imbedded and was left in patient. There was an alternate drill bit available. There was a 2 minute delay. The procedure was completed successfully. This complaint involves one device.

Manufacturer narrative:
Date follow-up information received was 1/21/2015, not 12/22/2014 as reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.